Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, the stent delivery system (sds) became stuck on the guide wire. The 90% stenosed target lesion was located in a calcified and severely tortuous brachial arteriovenous graft (avg). While advancing the 6x36x75 wallstent iliac endoprosthesis into the patient over an unknown guide wire, resistance was noted and the wallstent sds became stuck on the wire. The devices were removed together as a unit. Both devices were exchanged and the procedure was completed with another of the same wallstent. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
(B)(6). (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).